Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the foreign objects to adhere to the device could not be determined. In addition, a probable cause of the of the gap in the adhesive at the distal end is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited foreign objects at air/water cylinder tube and air/water tube. In additional, there is gap in the adhesive at the distal end near the forceps elevator. There was no patient involvement.